Manufacturer narrative:
The device was not returned therefore conclusion can be made. If information is provided in the future, a supplemental report will be issued.

Event description:
Minor bleeding after catheter was removed during bronch. ~20 ml blood loss. Hemostasis observed after airways were washed and total of 4 ml epinephrine was administered.